Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a low leak co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) spoke with the customer to provide troubleshooting steps. The rse advised the customer to check the exhalation port as it may be occluded and to ensure that the customer was using the whisper swivel when testing the v60 with a test lung. The customer biomedical engineer (bme) informed the rse that they located a whisper swivel for their test and the low leak co2 rebreathing risk alarm disappeared, resolving the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.